Event description:
It was reported that during a cephalic arch stenosis angioplasty procedure a balloon rupture and tear occurred. The target lesion was an instent restenosis of an unspecified stent, located in a not highly calcified and not very tortuous cephalic arch. The 9.0 x 40mm, 75cm gladiator balloon catheter was selected for treatment. The balloon was inflated and rupture at 14atm. The device was removed from the patient intact. The physician noted tearing around the balloon upon inspection. The procedure was completed with another with same device. No patient complications were reported and the patients' status is fine.

Manufacturer narrative:
Device evaluated by manufacturer: initial examination of the returned device noted that the balloon material was torn both partially circumferential and longitudinally. The partial circumferential tear was located at approximately 2mm distal to the proximal transition zone. It was torn longitudinally for a distance of 14mm approximately 2mm distal to the proximal transition zone. A visual and tactile examination of the shaft of the device was kinked at 240mm and 270mm distal to the strain relief. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a cephalic arch stenosis angioplasty procedure, a balloon rupture and tear occurred. The target lesion was an instent restenosis of an unspecified stent, located in a not highly calcified and not very tortuous cephalic arch. The 9.0 x 40 mm, 75 cm gladiator balloon catheter was selected for treatment. The balloon was inflated and rupture at 14 atm. The device was removed from the patient intact. The physician noted tearing around the balloon upon inspection. The procedure was completed with another with same device. No patient complications were reported and the patient' status is fine.

Manufacturer narrative:
(B)(4).